Event description:
It was reported that the patient presented for a routine check in clinic. It was noted that noise was observed on the right ventricular lead. The noise was high in amplitude and could not be resolved by programming. Lead replacement was to be discussed with the physician.

Event description:
New information received notes intervals to detect the noise on the right ventricular (rv) lead were increased and the rv lead was subsequently replaced during a procedure on (B)(6) 2022.

Event description:
The right ventricular (rv) lead was capped (B)(6) 2022. No further information was available.